Manufacturer narrative:
Additional information: h3. One duo-decapolar, bi-directional, variable radius, reflexion spiral catheter was received for evaluation. The catheter shaft and spiral loop no longer deflected in the correct shape according to specifications, due to the bends and tear in the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn shaft and bends remains unknown. Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g3. The correct MFR number is 2182269.

Event description:
During an atrial fibrillation procedure, there was a fracture found in the catheter shaft. At the end of the procedure, the damage was observed by x-ray. In the proximal part of the shaft, about 2 cm proximal to the number 20 pole. At that time the procedure was finished with no issues. The physician attempted to pull the catheter inside the sheath, but it was not possible. Instead, the sheath and catheter were removed together. The damage on the catheter could then be seen. The insulate of the proximal part was broken and a little wire was exposed. The signals were stable throughout the procedure, and the only issue was in the anterior deflection.